Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that there was evidence of someone having disassembled and reassembled the device. Analysis further noted that the upper case was broken, dented and contaminated, one bail cover was broken, the lead flex cover, one case screw, the ring cover screw, both bails and the ring and the battery drawer and its o-ring were all missing, the board flexes were not connected to the main printed circuit board, the battery contacts were compressed, the keyboard had creasing from case damage infringing into the keyboard, the main printed circuit board was out of specification in an electrical manner, the liquid crystal display had missing columns on its lower screen and the battery flex was corroded. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned as a loaner restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.